Event description:
It was reported that during use with 6 bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) insulin could not be properly delivered. This is the 2nd of 2 reports. The following information was provided by the initial reporter: consumer reported no insulin flows when taking injection

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution? Yes. D.9. Returned to manufacturer on: 30-jun-2023 h.6. Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use with 6 bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) insulin could not be properly delivered. This is the 2nd of 2 reports. The following information was provided by the initial reporter: consumer reported no insulin flows when taking injection.